Event description:
A 76-year-old male patient underwent a high-risk percutaneous coronary intervention under impella cp support. A hematoma developed at the access site after the peel-away sheath was removed and replaced with the repositioning sheath, which was then secured with sutures. The clinical team managed the hematoma by applying manual pressure. No additional details regarding impact on patient were provided. The patient later died while still receiving mechanical circulatory support. No additional clinical information regarding the circumstances or cause of death was available. The initial complaint concerned patient injury/hematoma. Based on the limited information available, the impella cp will be coded for hematoma and hemostasis and conservatively death as outcome. Bleeding/hematoma is a known device-related risk for the impella cp as written in the instructions for use due to large-bore femoral access combined with systemic anticoagulation. Death is a known serious clinical risk in the population requiring high-risk percutaneous coronary intervention with temporary mechanical circulatory support, but the causal relationship to the device cannot be determined due to very limited information.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.